Event description:
The surgeon was performing a craniotomy and was using this device for the first time. The suction tube broke into two pieces. Niether the patient nor the surgeon sustained any injuries. There was no delay in the surgery as an alternate, longer suction tube was available.